Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4) 1st incident, same patient reference (B)(4); 2nd incident, same patient reference (B)(4), 131907-2022-00141.

Event description:
First reported incident for this patient: a distributor reported an issue with a bio-stable 4f sl 55cm mst-70 kit valved with nitinol guidewire. It was reported that the patient has experienced two hub cracks, within a period of 2 years. The patient's nurse suspects that the patient's parents are overtightening the bung but this has not been confirmed. The first incident of a hub crack for this patient had not been previously reported to the distributor. The most recent hub crack was discovered on (B)(6) 2022 and the device was removed and replaced on the same day. The patient did not experience any adverse effects as a result of this issue and is reported to be home and continuing to receive parenteral nutrition.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned.  Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). A contributing factor to the over-tightened connection may be the mechanics/hand placement during infusion access.  It is preferable to grasp the needleless connector (nc) when connecting a syringe/tubing to it rather than grasping the pasv valve luer hub while making a connection with the nc.  Grasping the pasv valve hub while connecting a syringe/tubing set to the nc can transmit additional torque to the pasv female luer hub.  Inadequate flushing of the device lumen may also be a contributing factor. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the dfu that is supplied in bioflo kits contains the following precaution: it is recommended that only luer lock accessories be used with the · bioflo¿ PICC with endexo¿ and pasv¿ valve technology. Repeated over-tightening may reduce hub connector life. Do not use hemostats to secure or remove devices with luer lock hub connections. Flushing - recommended procedure: 1. Flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. 2. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Warning: if using bacteriostatic saline, do not exceed 30 ml in a 24-hour period. 3. Disconnect the syringe and attach a sterile end cap to each luer lock hub. Note: this is the recommended flush procedure for this catheter. If using a different procedure than listed above, the use of heparin may be necessary. Follow institutional protocol for catheter flushing. Precaution: incompatible drug delivery within the same lumen may cause precipitation. Ensure that the catheter lumen is flushed following each infusion. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: place a cap on the hub after use to reduce the risk of contamination. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). 1st incident, same patient reference (B)(4), 131907-2022-00142; 2nd incident, same patient reference (B)(4), 131907-2022-00141.